Event description:
The customer stated that his blood glucose was tested while he was at the doctor's office. The doctor's meter read 102 mg/dl, while the customer's contour read 341 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined further troubleshooting and insisted the meter be replaced. His current contour meter is to be returned for eval, and a replacement was sent.